Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume intermates underinfused during patient infusion. The device had been filled with daptomycin 700mg in 100ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: two (2) actual samples were received for evaluation containing 100 ml of fluid in their bladder. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the samples, and the flow rates of the devices were found to be within specification. The reported condition was not verified. The devices were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.